Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited unspecified capturing problem. The rv lead was capped and replaced on (B)(6) 2023. The patient status was unknown.